Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using pod coils and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician implanted a ruby coil into the target location using the lantern. While advancing a pod coil through its introducer sheath, resistance was encountered and the coil became stuck after being advanced a short distance past its initial position. Therefore, the pod coil was removed. The procedure was completed with another pod coil of the same size, a pod packing coil (pod pc), and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod6 revealed an undamaged and a functional device. During functional testing, the device was able to advance through its introducer sheath and a demonstration lantern without issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.